Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pca pump module shut down unexpectedly. After restarting, the module shut down again. There was patient involvement but no harm was indicated.

Manufacturer narrative:
Correction: unique device identifier (UDI) #. Added pi to the unique device identifier (UDI)# field. Investigation summary: the reported event of the pca module unexpectedly shutting down was unable to be confirmed nor replicated. ¿ the device was not returned for investigation; therefore, laboratory testing was unable to be performed. ¿ due diligence was attempted for the return of the device; however, bd was informed that the device would not be returned for further evaluation. ¿ a review of the provided pca event and error logs showed that the device was powered on and attached to 8015 pcu sn: 14073910 on 9 april 2024 at 1:21pm. Shortly afterwards, the unit was observed to have powered on once more. ¿ the above sequence is repeated five (5) more times until 1:25pm. Afterwards, a pca + continuous infusion is programmed and started at 1:32pm. Shortly after the infusion was started, the device was recorded to have powered on. ¿ further instances of the device powering on were recorded at 1:33pm and 2:58pm, with the latter instance occurring during the programmed infusion. ¿ further information was unable to be ascertained due to the limited information provided by the pca module event log. ¿ no recorded malfunctions or errors were observed that were associated with the reported event. ¿ it is important to ensure that both regular and preventive maintenance inspections are performed prior to use of devices. Failure to perform these inspections can result in improper instrument operations. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported unexpected shutdown was unable to be confirmed due to the limited information provided.

Event description:
It was reported that the pca pump module shut down unexpectedly. After restarting, the module shut down again. There was patient involvement but no harm was indicated.

Event description:
It was reported that the pca pump module shut down unexpectedly. After restarting, the module shut down again. There was patient involvement but no harm was indicated.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.